Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. 05415067017093

Event description:
It was reported the patient was admitted to the hospital on (B)(6) 2017 due to seroma at the ipg site. Intravenous antibiotics were administered. Cultures results were negative for infection. Subsequently, surgical intervention was undertaken during which the patient's entire system was explanted.